Manufacturer narrative:
The insulin pump was received with operating currents within spec and passed self-test. The insulin pump was received with missing retainer and reservoir tube lip o-ring. Analysis was unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to physical damage. The pump was returned low battery alarms. Power management tool confirms the unloaded voltage (ul vlith) loaded voltage (loaded vlith) are within specs. However, pump error 25 and low battery alarms found at the long trace history file. The pump had intermittent non-sleep anomaly software error. The pump was received with faded serial number label, cracked keypad overlay at select button, minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a pump error 25. The customer's blood glucose level was 8.7 mmol/l at the time of the incident. The customer notes state the battery lasted less than a week and it does not hold/keep the charge. The insulin pump will be returned for analysis